Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device change-out due to eri, rv lead noise was noted. The lead was explanted and replaced. The patient's condition pre and post procedure was stable.